Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was used to treat the rca. Approximately 22.5 months post procedure patient suffered target vessel nstemi of the rca. The investigator assessed the event as not related to the index device or to the anti-platelet medication. The sponsor assessed the event as possibly related to the index device and the anti-platelet medication. The patient is recovered.